Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose was 452 mg/dl. Customer was treated with manual injections and insulin pump. Customer did not report any symptoms related to high blood glucose. It was unknown if they were on auto-mode at the time of the incident. Customer declined to troubleshoot for high blood glucose. The device will not be returned for analysis.